Event description:
Patient was experiencing an increase in seizures. Physician reported that the increase in seizures was initially below pre-vns baseline, but are now above pre-vns baseline. No other relevant information has been received to date.

Event description:
The explanted lead and generator were received. Analysis has not yet been completed. No other relevant information has been received to date.

Event description:
Patient had their generator and lead explanted. Explanted devices have not been received to date. No other relevant information has been received to date.

Event description:
The patient was seen with high impedance and their battery level was low. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Product analysis was completed for the explanted lead. Three sets of set setscrew marks were observed on the connector pin. The marks provide evidence of a proper mechanical contact between conductive surfaces of both the generator and connector pin, thereby ensuring a good electrical connection to the lead at one point in time. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing, in some areas. Abrasions were observed in various areas and an abraded opening was present, likely due to wear. No obvious point of entrance was noted other than the identified tube opening and the cut end of the returned lead portion. Coils appear twisted in one area, likely occurred due to lead manipulation. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure.

Manufacturer narrative:
B3. Event date. Corrected data, b6. Relevant tests/laboratory data, including dates; corrected data; follow-up #05 MDR. Follow-up MDR inadvertently omitted updated findings from product analysis.

Event description:
Patient was referred for revision surgery and physician was unaware of the cause of the high impedance. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.